Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted after syncopal episode due to drop in hemoglobin (hgb) from gastrointestinal (gi) bleed. On (B)(6) 2018 at time of admission hgb was of 9.3 and inr of 5.5. Hgb on (B)(6) 2018 was 12.3. The fall was due to the syncopal episode and caused bilateral ankle fractures. A colonoscopy on (B)(6) 2018 revealed an ulcer with a clot at prior polypectomy site in cecum. The clot was removed and epi injected. Six hemoclips were placed. The patient received a total of 3 units packed red blood cells (prbcs) during admission. No medications changes were made or changes made to lvad parameters. The patient¿s hgb increased and therapeutic inr was reached. The patient was discharged home.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.